Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "pace defib device failure" and "defib disabled" message. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The device was received at zoll canada for evaluation. The reported problem was not duplicated during evaluation. The device was tested by bench handling and defib/pacer functional stress testing, but the reported problem was not observed. Review of the device log did see occurrences of the reported messages. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.